Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because out of range quality control (qc) and patient results were obtained with the magnesium (mg) method. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse ran align and mix methods, adjusted bottom of cuvette and replaced sample probe 3 mixer. The cse ran precision, resulting within range. The cse went back to the customer site due to multiple patient samples with abnormal assay flags. The cse ran mix, align and overmix tests. The cse replaced the sample 2 mixer, and reagent probe 4 mixer due to inadequate results. The cse replaced sample probe 1 (s1), sample probe 2 (s2), timing belt groove, and reagent probe 1. The cse aligned all arms and reran all mix tests. The cse calibrated several methods. Then the cse ran precision on both levels of mg, resulting within range. The cause of the discordant, falsely low magnesium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on four patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated, resulting within the expected range for the method. The corrected results were reported to the physician(s). Of the four patients impacted, two were administered magnesium oxide. It is unknown what the values were for all 4 patients since no results were provided. There are no reports of adverse health consequences due to the discordant, falsely low mg results.